Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported being diagnosed with angioedema and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of hives and was diagnosed with angioedema. The patient reported visiting the ER to alleviate the reported symptoms. The patient reported taking zyrtec (over-the-counter, antihistamine) to alleviate the reported symptoms. The treatment has not been discontinued by the treating doctor.